Manufacturer narrative:
During initial trend analysis for lot number 52093, no other complaints were located. Further investigation will be conducted for root cause of complaint.

Event description:
End user was performing an insulin injection and the syringe "deplugged" during use. No medical intervention was necessary.